Manufacturer narrative:
Even though requested, the device was not returned for evaluation as it was discarded. Additional event information has been requested but not received. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, a lens was explanted due to capsular rupture. Sutures were required. Additional information has been requested.